Manufacturer narrative:
The impella artery introducer was placed in right femoral artery and icy catheter was placed in right femoral vein. This is appear to be an unusual practice of placing the catheter in the same leg adjustment to each other. A nurse mistakenly connected suk "out" lure to impella artery introducer catheter instead of the "in" luer of the zoll ivtm catheter, which was placed in the same right leg and in close proximity. As a result, patient received 500 ml of saline. The zoll ivtm catheter forms the closed loop system with suk and does not infuse saline into the patient. The zoll catheter and suk lures are color coded in orange color, marked "in" and "out" for ease of identification and contain warning tags on these "in" and "out" lumens of the catheters. In 2015, zoll trained all user sites on new luer connections. Since the introduction of the custom luers in (B)(4) 2015, zoll has shipped over (B)(4) catheters as of (B)(4) 2018. In the same period zoll has also shipped over (B)(4) start-up kits. This has been first such incident leading to unintended saline infusion to the patient ((B)(4) rate). It is not known what type of lure impella catheter has. The hospital staff was retrained again on proper connection of zoll catheters to the ivtm system.

Event description:
A (B)(6) male patient was hospitalized post cardiac arrest and underwent ivtm therapy for therapeutic hypothermia. A zoll icy catheter was inserted into the patient's right groin. In addition, impella device with an arterial introducer catheter was located next to the icy catheter. The nurse unintentionally connected one lure connector from the coolgard console to the icy catheter cooling port and second lure to the arterial introducer catheter. Due to wrong connection, patient received 500ml of saline fluid into the right femoral artery via the coolgard. Coolgard console generated an alarm and stopped as designed when air detected by the sensor. Visual inspection of the line from coolgard was performed by nurse with no air noted entering the patient. The doctor was notified immediately, and the nurse was ordered to monitor the right femoral groin site and distal pulses. Per nurse observation, right groin was slightly larger with soft mass, right and left pedal pulses were auscultated with doppler. No patient harm or consequences was reported.